Manufacturer narrative:
Product analysis: analysis was able to confirm the customer comment that the external pulse generator (epg) required corrective maintenance, repair. The epg failed the incoming test due to defective patient connectors. The atrial and ventricular patient connectors were broken. It was also determined at analysis that the nut spanner (patient connector)was missing and the hangar assembly was broken. There was damage to the liquid crystal display, the device battery voltage was low. Following the customers instruction, the device was returned unrepaired. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) required corrective maintenance/repair as there was a connection failure with right ventricular (rv) lead. There was no patient involvement.